Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the motor device and the reported condition that the device stopped and did not work anymore during an unspecified surgical procedure was confirmed. An assessment was performed and it was determined that the battery terminals of the device were bent, the inner hose had come loose resulting in low power and the functional test could not be completed, and the locking mechanism was worn out. It was further determined that the device failed the visual assessment due to the condition of the device. It was determined that the cause for the inner hose and external hose damage was due to excessive force being placed on the hose. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse (improper handling). It was further determined that the root cause of the worn-out locking mechanism was due to normal wear over time.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Reporter¿s complete mailing address was not provided. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device stopped and did not work anymore. According to the reporter, the device was tested prior to the procedure where it worked well, however as the surgery progressed the device failed. It was reported that the patient was already anesthetized and the incision was made before the device failed. It was noted that there was a crack in the hose where it connects to the handpiece, and the device hose was loose or uncoupled from the device. It was reported that there were no spare devices available to complete the procedure. It was reported that due to the non-function/failure of the device, the surgery was unable to be completed and therefore the patient had to undergo an additional surgery on (B)(6) 2021. It was reported that there was a delay in the surgical procedure while unsuccessfully looking for a spare device. There was patient involvement. There were no reports of injuries. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.